Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pauses were observed on the electrograms (egm) during the implantable pulse generator (ipg) remote transmission, due to some break in telemetry. Ipg remains in use. No patient complications have been reported as a result of this event. It was further reported that there was unexpected behavior on the remote monitoring network. No patient complications. The network remains in use.